Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure a balloon rupture and balloon withdrawal resistance occurred. The target lesion being treated was located in the proximal left anterior descending (lad) artery. The unknown size liberte stent delivery system (sds) was advanced to the lesion and the stent was successfully deployed. Upon attempting to remove the sds from the stent, withdrawal resistance was met on the proximal end of the stent. After removal of the sds it was noted that the balloon had ruptured and it is believed that a piece of the balloon may have been stuck to the stent resulting in the withdrawal resistance. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was additionally reported that the target lesion was 80% stenosed and the vessel was severely calcified. Veriflex stent was deployed at 24 atms and then it took approximately 3 minutes to remove the balloon from the stent after "a lot of pulling," however the device was removed intact. Lastly, there was no consequence to the patient as a result of the balloon being stuck in the stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).